Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a diaphragmatic paralysis following implant due to a unknown cause. There was no indication that the atrial lead caused or contributed to the condition. No intervention was performed to resolve the event and the patient was in stable condition.